Manufacturer narrative:
(B)(4).

Event description:
It was reported that cement extravasation occurred during a two level vertebral body screw augmentation on a patient. An additional surgery was performed at the treated level independently of the cement extravasation. The patient reportedly had a comorbid condition requiring the additional surgery at the treated level. According to the report, the physician had no issue with the cement as the patient was asymptomatic and the extravasation was minimal. The cement was only removed to treat the comorbid condition. No patient complications were reported.